Event description:
Uneventful lasik (B)(6) 2017 ou, ecp emailed cd on 02/11/2017 am re striae od, (B)(6) 2017 surgeon did lift stretch and removed minor ingrowth. At (B)(6) 2017 post-op, ucva-20/20 od. Ref MFR #3003288808-2017-00661.